Event description:
It was reported that the pt's leads had moved and her device had been off for 6 months. The pt was re-directed to her physician. Further info was requested from her healthcare professional.

Manufacturer narrative:
(B) (4).